Event description:
(Iab s/n unk). The "rapid gas loss" alarms sounded from the pump. The iab was removed and a second was inserted. The iab was not returned to co for evaluation. The iab was discarded by the facility. "Multiple event to initial complaint numer."